Event description:
It was reported that the device was used during a low anterior resection. The air leaked when the surgeon put the forceps in or out. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.